Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The hasson cone was analyzed and found to have the clamp broken but still secured at the top of the cone. A part of the white clamp collar was missing. The missing part measures approximately 1,0mm x 1,0mm. The clamp allows the cannula to rotate independent of the hasson cone for robotic use.

Event description:
It was reported that the hasson cone accessory was received as a discrepant return material authorization (RMA), there is no customer allegation for this device. The reported event has no report of patient injury.